Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.